Event description:
It was reported that a vision 3.0x12 and a mini vision 2.5x23 stent were deployed in the circumflex. Next, a mini vision 2.25x15 was to be deployed distal to the already placed stents (contrary to IFU). It would not completely cross through the already placed stents and upon removal, the stent dislodged. A balloon catheter was then used to compress the dislodged stent in one of the already placed stent (the exact one is not known). After this, attempts were made to cross the mini vision 2.5x12 and 2.50x08 distally, but they would not cross and were removed without an issue. Nothing crossed and the case was completed. No patient effects were reported and no specific patient information was available.